Manufacturer narrative:
Evaluation of the returned pod pc revealed a fractured pusher assembly, and the embolization coil was detached. If the proximal end of the pusher assembly is forcefully mishandled at extreme angles during use, damage such as a kinked and fractured pusher assembly may occur. If the pusher assembly fractures, and the pull wire is retracted out of the ddt, the embolization coil will become detached. This damage was not mentioned in the reported complaint and may have been incidental. Due to the damage on the returned device, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc), non-penumbra coils, and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous and calcified. During the procedure, the physician placed two non-penumbra coils in the target vessel using the lantern. The physician then experienced resistance when advancing a pod pc through its introducer sheath. Therefore, it was removed. The procedure was completed using additional pod pcs, another coil, and the same lantern. There was no report of an adverse effect to the patient.